Event description:
A pharmacist called on behalf of a (B)(6) customer. He stated, the customer compared her contour usb reading to a lab test. The contour read 7.1 mmol/l, while the lab test result was 2.2 mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The country was advised to return the customer's test strips for eval.